Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 5 months post-implant, it was reported that vad therapy was discontinued after the patient was diagnosed brain dead after a cerebral hemorrhage. The patient's hemodynamics and pump parameters remained stable prior to discontinuation of therapy. The pump speed was slowed down and eventually the pump stopped. Additional information received indicated that the patient came in to the hospital for a regular follow up and an echocardiogram was performed which indicated that something appeared to be hanging at the tip of the inflow conduit. The hospital team decided to perform thrombolysis. After thrombolysis was completed, another echocardiogram was performed which indicated that something still was hanging on the inflow conduit. The hospital team decided to do another thrombolysis after which the patient experienced a cerebral hemorrhage.

Manufacturer narrative:
The patient expired and the pump was not explanted; however, the manufacturer is attempting to acquire the system controllers for analysis. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.